Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported no audio which was reproduced. Evaluation determined the cause to be a failure with the rear case. The rear case was replaced.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported no audio which was reproduced. Evaluation determined the cause to be a failure with the rear case. The rear case was replaced.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no audio output, "audio too low unable to raise volume". It was also reported there was no patient injury.